Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a software error detected and another pump error. The customer¿s blood glucose level was 7.5 mmol/l. The customer was advised to discontinue use of the device and revert to a back-up plan. The device will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test and the displacement test. No unexpected pump error 53 or pump error 4 alarms during testing however, the formatted history file confirmed pump error 53 and pump error 4 alarms due to a software error. The insulin pump was received with scratched case, pillowing keypad overlay, and minor scratched lcd window.